Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2, the bd rapid detection of sars-cov-2 veritor¿ produced a false negative result despite the consumer developing covid-related symptoms. Testing was repeated on a flowflex art kit a couple days later, which produced a positive result. There was no report of adverse patient impact. This complaint was created to capture the 1st of 2 related incidents. Eua # (B)(4). The following information was provided by the initial reporter: "... Daughter was exposed to a covid positive case on (B)(6) 2022. She used bd kit to test on (B)(6) 2022 and (B)(6) 2022 (lot 1158631) and the results were negative (using visual read). She started to developed sore throat. On 31 jan, [consumer] decided to purchase a flowflex art kit and her daughter tested positive on it."

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding a complaint that alleges false negative when using rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1158631. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while testing for sars-cov-2, the bd rapid detection of sars-cov-2 veritor¿ produced a false negative result despite the consumer developing covid-related symptoms. Testing was repeated on a flowflex art kit a couple days later, which produced a positive result. There was no report of adverse patient impact. This complaint was created to capture the 1st of 2 related incidents. Eua # ()(4). The following information was provided by the initial reporter: "... Daughter was exposed to a covid positive case on (B)(6) 2022. She used bd kit to test on 29jan and 30jan (lot 1158631) and the results were negative (using visual read). She started to developed sore throat. On 31 jan, [consumer] decided to purchase a flowflex art kit and her daughter tested positive on it."